Event description:
Daughter got tss from using scented pearl tampons. Had cramps and took out tampon. Woke next morning with temperature of 103.8 and was vomiting, had diarrhea and looked like she had sunburn. Took her to ER was in hospital for 5 days.